Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level this morning. The customer reported being connected to the insulin pump and realized the site was leaking insulin. The customer had no symptoms. The customer did not treat the high blood glucose level. During troubleshooting the customer states, they were wearing the insulin pump during priming. The technician advised the customer to treat the symptoms of the low per the healthcare provider's instruction. The insulin pump will not be returned for analysis.